Manufacturer narrative:
27-jul-2023 this report was opened on the wrong device. MDR-1028232-2023-03771 has been opened on the correct device. Closing this report.

Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii cs/IV perforation in the distal lad. Pk papyrus 2.5/20 stent stripped off the delivery system proximal to desired location with prox. Segment of stent left underexposed. Stent was post-dilated with another balloon. Subsequently, attempted to deliver 2nd pk papyrus 2.5/15 stent but stent also dislodged off the delivery system within the guide catheter. All equipment needed to be removed and was replaced. Ptca balloon was used for tamponade, and patient was sent to CT surgery/bypass. Both stents are reported separately.